Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from pain. Update 2/1/17 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, dislocation, loose/malpositioned cup, metallosis, and malpositioned srom stem (65-70 degrees anteversion). The acetabular screw was also noted to be broken. A correct doi and dor were provided. Part/lot is being updated for the liner and head. The cup, screw, and stem are being added to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions before first revision. Updated patient's name and patient harm. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.